Event description:
It was reported that the customer had high blood glucose levels of 258 mg/dl. The customer reported that the reservoir of the insulin pump does not seem to be moving. The customer reported programming a bolus from the insulin pump but woke up with high blood glucose levels. The customer again programmed a bolus from the insulin pump but his blood glucose levels remained high. The customer reported that the insulin in the reservoir of the insulin pump did not seem to have moved. Troubleshooting was done. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
The pump passed the delivery volume accuracy test.

Manufacturer narrative:
The insulin pump passed functional testing including rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. No excessive no delivery alarms noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.